Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that they were having an issue with their device at the load step. Troubleshooting showed a series of low prime volumes in the device's history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 12/31/2013 with the following findings: visual inspection of the pump found no cosmetic damages. Review of pump black box did not show any loss of prime alerts and the force readings were observed to be normal. A cartridge was loaded into the pump correctly. The rewind, load, and prime steps were completed successfully without incidents. The pump casing was opened to further investigate, and no anomalies were found with the force sensor circuit or the piston rod. Force sensor calibration was found to be within specifications. Investigation was unable to reproduce the alleged load step issue.